Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events were reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested. Reason for reoperation: capsular contracture.

Event description:
Patient reports being diagnosed with capsular contracture baker grade iii. Device remains implanted. This relates to the left device.